Event description:
Patient was undergoing a right shoulder arthroscopy with rotator cuff repair and biceps tenodesis. Scorpion needle was used and the tip broke off into the patient's shoulder joint. Physician was unable to locate tip with arthroscopy. Fluoroscopy was used and the surgeon was able to locate and remove the needle tip.